Manufacturer narrative:
The product is available but has not been received as of the initial report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00f17d was produced under normal conditions. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Unable to confirm complaint.

Event description:
Patient (pt) reported he experienced iritis after wearing acuvue oasys contact lenses. The pt stated that on (B)(6) 2013, he experienced redness in his left eye (os) after inserting contact lenses. Pt stated that he removed the lens and the redness increased. After a week, the pt went to the ER and was diagnosed with conjunctivitis and given vigamox 1 drop, tid. The pt followed up with his general practitioner, who advised him to continue on the vigamox and also take benadryl. The redness did not decrease and the pt went to see an eye care professional on (B)(6) 2013. Pt presented with redness, pain and photophobia os. Pt was diagnosed with iritis and was prescribed atropine, 1 drop tid and prednisone 1 drop q1h. Redness resolved after the first day of treatment. Pt followed up with an ophthalmologist on (B)(6) 2013, who advised him to discontinue the atropine and continue with the prednisone 1 drop q2h. Pt returned for follow-up on (B)(6) 2013 (further information unknown) and was advised to return for follow-up again in (B)(6) 2013.